Event description:
CPAP read-out displayed "error 24". CPAP was exchanged and the defective machine was returend to the MFR. According to the MFR, error 24 is a transducer error that is caused when the machine is turned on but not physically on the pt and the machine cannot sense pressure. It is corrected by turning the machine off and back on again.